Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not confirmed; however, constipation due to a gastrointestinal tract infection was reported. On the same day as the onset, the patient was treated with injection fortum (1g, once daily, route not reported), injection reflin (1gm, once daily, route not reported), and injection gentamicin (40 mg, once daily, route not reported) for peritonitis. Antibiotic treatment and dianeal therapy was ongoing. The patient outcome was unknown. No additional information is available.